Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Customer's blood glucose was 42 mg/dl. Customer consumed carbohydrates to address their low blood glucose. Tandem technical support made multiple follow up attempts and was unable to obtain any additional information from customer.